Event description:
This is a clinical study case report received from an investigator in the united states on (B)(6) 2016, which refers to a (B)(6) female patient who was involved in an interventional company-sponsored study, and had essure, lot number 836494, inserted on (B)(6) 2012. Study description: use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness. Study number: (B)(4). Center number: (B)(4). Patient number: (B)(6). The patient's medical history included hypothyroidism, papillary thyroid cancer with thyroidectomy, hypoparathyroidism, recurrent staph infections, elevated inflammatory markers, acid reflux, headaches, severe patellofemoral arthritis with chondromalacia and advanced djd (degenerative joint disease) tibiofemoral joint with chondromalacia. The patient's concurrent condition included iron deficiency, intermittent hematochezia, depression, persistent leukocytosis with neutrophilia, lymphocytosis, and allergy to codeine, to dog and to ragweed. Her bmi was 46.814. The patient received the following concomitant medication: aleve (naproxen sodium) and motrin (ibuprofen) for pain; calcitriol, calcium and vitamin d3 (cholecalciferol) for hypoparathyroidism; claritin (loratadine) for seasonal allergies; lexapro (escitalopram oxalate) and wellbutrin sr (bupropion hydrochloride) for depression; synthroid (levothyroxine sodium) for hypothyroidism; multivitamin for health promotion; prilosec (omeprazole) and tums (calcium carbonate) for acid reflux; tylenol (paracetamol) for headache; voltaren (diclofenac) for knee pain. She received toradol (ketorolac tromethamine) prior to essure procedure. Her last menstrual period was on (B)(6) 2012. On (B)(6) 2012, urine pregnancy test was negative. The patient did not receive hormonal manipulation to promote atrophic or proliferative endometrium prior to the placement procedure. On (B)(6) 2012, essure was successfully inserted bilaterally. The visualization of the right and left tubal ostia was adequate and the procedure was done in 6 minutes, with 4 coils trailing in the left tube and 3 on the right tube. No adverse event occurred during the procedure or in the recovery area. There were no additional procedures performed in conjunction with the essure procedure. The patient reported that the comfort of the procedure was very good, and she was very satisfied. In (B)(6) 2015, she experienced menorrhagia, requiring hospitalization. Due to the event, she underwent a vaginal hysterectomy on (B)(6) 2016. The patient stayed overnight in the hospital following her surgical procedure and was dismissed to home on (B)(6) 2016. The stop date of the event menorrhagia was reported as (B)(6) 2016. The investigator considered this event as moderate, serious and related to study, since the patient was experiencing multiple health complaints since essure placement; he also reported as possible alternative explanation for this event the patient's concomitant dysmenorrhea. Additionally, it was reported on (B)(6) 2016, patient's platelet count was elevated, due to history of leukocytosis. Follow-up received on 24-jun-2016 from the investigator: it was reported that menorrhagia recovered with hysterectomy. Both essure devices were visualized within bilateral fallopian tubes and completely removed via bilateral salpingectomy. Event was considered possibly related to essure. Follow-up received on 06-jul-2016 quality safety evaluation of ptc: ptc g:global number (B)(4). Lot number 836494. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an interventional company sponsored study to investigate the use of transvaginal ultrasound to confirm essure micro-insert placement in women: study number: (B)(4). She was submitted to a hysterectomy and bilateral salpingectomy with essure removal (approximately 3 years after device insertion) due to menorrhagia. She recovered from this event after the surgical intervention. This event is listed according to the investigator's brochure. Changes in the pattern or amount of menstrual bleeding have been reported in association with essure therapy. In this particular case, the investigator considered patient's menorrhagia as possibly related to essure. Her concomitant disease dysmenorrhea was also provided as an alternative explanation for the event. Considering the nature of the reported event and based on essures safety profile, company considers causality with the study device cannot be excluded. Since a surgical intervention was required as events treatment, this case is regarded as an incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
This 37-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 836494) inserted. This case describes the occurrence of menorrhagia ("menorrhagia"). The subject's medical history included hypothyroidism, papillary thyroid cancer, thyroidectomy, hypoparathyroidism, staphylococcal infection, inflammatory marker increased, acid reflux (oesophageal) and headache. Concurrent conditions included dysmenorrhea, iron deficiency, hematochezia, depression, leukocytosis, neutrophilia, lymphocytosis, drug allergy, allergic to dogs, ragweed allergy, chondromalacia, gonarthritis, gonarthrosis and morbid obesity (bmi 46.8). Concomitant products included calcium carbonate (tums) since 2008 and omeprazole (prilosec) since 2009 for acid reflux (oesophageal), bupropion hydrochloride (wellbutrin) since 2014 and escitalopram oxalate (lexapro) since 2015 for depression, paracetamol (tylenol) since 2008 for headache, calcitriol since 2008, calcium since 2008 and colecalciferol (vitamin d3) since 2008 for hypoparathyroidism, levothyroxine sodium (synthroid) since 2008 for hypothyroidism, diclofenac since 2015 for knee pain, ibuprofen (motrin) since 2014 and naproxen sodium (aleve) since 2014 for pain, loratadine (claritin) since 2014 for seasonal allergy, multivitamin since 2014 for supplementation therapy as well as ketorolac tromethamine (toradol). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2013, the subject experienced menorrhagia (seriousness criteria hospitalization and intervention required), 1 year 6 months after insertion of fallopian tube occlusion insert. The subject was hospitalized from (B)(6) 2016 to (B)(6) 2016. The subject was treated with surgery (vaginal hysterectomy with bilateral salpingectomy on (B)(6)2016). On (B)(6) 2016, the menorrhagia had resolved. The investigator considered menorrhagia to be related to fallopian tube occlusion insert. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-feb-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).